Event description:
It was reported that during a superion indirect decompression spacer implant procedure the patients l4 spinous process was fractured. The device was not implanted and discarded by the facility and will not be returned for analysis. The patients is in stable condition.